Event description:
Previously this product was embossed with "ames" and facility had no problems with it. Current product embossed "bayer" and the protective cover comes off easily leaving the used lancet in the device. With this new design/product the facility has had 3 needle sticks to staff since 11/99. Previous to this the facility had no reported sticks in at least 3 yrs.

Event description:
Previously this product was embossed with "ames" and facility had no problems with it. Current product embossed "bayer" and the protective cover comes off easily leaving the used lancet in the device. With this new design/product the facility has had 3 needle sticks to staff since 11/99. Previous to this the facility had no reported sticks in at least 3 years.

Event description:
Previously this product was embossed with "ames" and facility had no problems with it. Current product embossed "bayer" and the protective cover comes off easily leaving the used lancet in the device. With this new design/product the facility has had 3 needle sticks to staff since 11/99. Previous to this the facility had no reported sticks in at least 3 years.